Event description:
It was reported that a scheduled transmission review on this implantable pacemaker had stored electrograms (egms) for atrial fibrillation (af) that showed undersensing on the right atrial (ra) lead along with the atrial burden counter totaling greater than 4.9 minutes in the last year. The patient's last in-clinic check was in 2018. All other lead measurements are stable, and the battery longevity is normal. At this time, the device remains in-service. No adverse patient effects were reported.